Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the radiofrequency (rf) head cable was replaced and software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the system fan was noisy, the tab was broken on the power cord bay door.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 229047 analyzer; product ID 2067 rf head. (B)(4).

Event description:
It was reported there was telemetry failure and an error occurred. The programmer and rf (radio frequency) head were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.